Event description:
It was reported that during the procedure to treat existing in-stent restenosis of an unspecified stent, pre-dilatation of a 15-millimeter (mm) moderately calcified, concentric, 99% restenosed lesion in the 3.5mm diameter mildly tortuous distal right coronary artery was attempted via right femoral access with 2.0x15 and 3.0x13 non-abbott balloon dilatation catheters (bdc), however, both balloons did not fully dilate the vessel. Pre-dilatation was then attempted with a 3.25x15 non-abbott bdc, but this non-abbott balloon ruptured at 12 atmospheres (atm); pre-dilatation was attempted again using a 3.5x13 non-abbott bdc, however, this balloon also ruptured at 10 atm. Another attempt was made to pre-dilate the lesion using a 3.5x12 nc trek rx bdc, however, the balloon ruptured at 8 atm during inflation. No resistance was felt during advancement or retraction of the 3.5x12 nc trek rx bdc. Catheter ablation was then performed using a 1.5mm non-abbott laser with improvement to in-stent restenosis. The lesion was treated, completing the procedure, with a 3.75x15 non-abbot bdc, resulting in 10% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, sion blue; guide cath: launcher 7f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.